Event description:
Initial result for a patient bicarbonate was 42 mmol/l. When repeated, the result was 21 mmol/l. The incorrect result was not used to guide therapy. The field service representative repaired the instrument by replacing a damaged sample proble.